Event description:
It was reported that the patient's "1st ins" (internal neurostimulator) was replaced "3 mos ago because the wires came lose." The manufacturer's device registry could not confirm a device replacement, only a lead replacement.

Manufacturer narrative:
Product ID 3778-60, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37743, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type programmer, patient. (B)(4).